Manufacturer narrative:
The investigation of kit lots 01109z, 01022z, 01029z did not find any product problem.the systems assessment was performed and it did not indicate any product problem. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer from (B)(6) alleged 12 patient samples generated positive results for sars-cov-2 on the cobas liat system when using 3 different kit lots of the cobas sars-cov-2 & influenza a/b. They retested the samples on their alternative lab system and got negative results (no further details provided). This MDR reflects the sample tested with kit lot 01022z the investigation of kit lots 01109z, 01022z, 01029z did not find any product problem. There is no information if these results were reported out or there was any harm indicated to the patients. It is also important to not that the customer collected a nasopharyngeal sample in cobas pcr medium 4.3 with uni-swab which is not validated per IFU. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. 12 mdrs will be filed 1 for each patient